Manufacturer narrative:
Updated fields:b4,d9 (return to manufacture date),g3,g6,h2,h3,h6(type of investigation) ,h11.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The unit was brought it into the company and performed a long-term running test, and confirmed that the message you pointed out was reproduced. The cause was a leak in the main solenoid valve that switches the expansion and contraction of the balloon, called the manifold drive. Fse replaced the manifold drive (d104-00-0018). After the replacement, we performed a leak test and a running test and confirmed that it worked normally.the following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 29 oct 2025. The failure analysis and testing dept. Received part number 0104-00-0018 manifold, drive serial number 10 18725 31_kip with a reported unit failure of insufficient compressor negative pressure. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number0104-00-0018 manifold, drive serial number 10 18725 31_kip into the cs300 test fixture serial number (B)(6) and tested the drive manifold to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat dept. Performed the k6, k6a, k7, k8 leak test. The drive manifold failed test #2 with results of -188mmhg. Factory specification is +-65 mmhg. Test # 3 also failed with results of 265mmhg. Factory specification is +-20mmhg. Probable cause is defective solenoids k6 or k6a for test #2 and or a vacuum leak through k7. For test #3 a defective k6 and k6a or a pressure leak through k8. The leaks would cause an insufficient compressor negative pressure experienced by the customer. The drive manifold failed testing. Please see attachment.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during clinical use the cs300 intra-aortic balloon pump (iabp) was noted that alarms "low vacuum" and "rapid gas loss" were generated frequently. There another iabp unit was used to continue iabp therapy. There were no adverse consequences to the patient reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (event site address), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11, corrected field: d1, h6 (medical device problem code). Due to character limit in block e1 full event site address (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The unit was brought it into the company and performed a long-term running test and confirmed that the message you pointed out was reproduced. The cause was a leak in the main solenoid valve that switches the expansion and contraction of the balloon, called the manifold drive. Fse replaced the manifold drive (d104-00-0018). After the replacement, we performed a leak test and a running test and confirmed that it worked normally.